Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. Additional information has been requested, and we will report accordingly if it becomes available.

Event description:
It was reported that during patient transport the cardiosave intra-aortic balloon pump¿s batteries indicated an 80 to 100% charge on the iabp display but when it was removed from ac power the iabp immediately powered down. No patient harm, serious injury or adverse event was reported.

Manufacturer narrative:
The customer reported that they replaced the batteries, and that the iabp was cleared for clinical use.

Event description:
It was reported that during patient transport the cardiosave intra-aortic balloon pump¿s batteries indicated an 80 to 100% charge on the iabp display but when it was removed from ac power the iabp immediately powered down. No patient harm, serious injury or adverse event was reported.